Event description:
Information was received indicating that a high-pressure warning sounded when a smiths medical pneupac¿ disposable circuit when connected to a ventilator. The product was changed out and the ventilator worked as intended. It was reported that this occurred during pre-use test with no reported patient injury.